Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain and elevated ions. Staining around the trunnion was also noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 23, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain, fatigue, severe limitation in physical, instability when walking and limited activities of daily living. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address pain with evidence of intra-articular metallosis. Revision notes stated that there was evidence of metallic staining and inflammatory tissue in the joint, but did not appear to have extensive metallic inflammatory tissue at the bone implant interface. It was also reported that there was evidence of metallic staining on the trunnion. The cup was electively removed so this will now be reported. Clinic notes on (B)(6) 2016 state the metal ion levels were above 7 (unknown unit). Product codes and lot numbers were provided. This complaint was updated on july 4, 2017.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges pseudotumor and metal wear. Updated patient harm, law firm in the facility name. Added patient's age, revision hospital, lawyer in the associated contact. Doi: (B)(6)2005 - dor: (B)(6)2016 (right hip)